Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cecectomy procedure, the device broken wherein the metal spike(retaining pin) did not align properly during firing and was misaligned. The surgical procedure was extended for approximately 45 minutes. It was noted that the patient first came in due to a possible ruptured appendix and gallbladder. The surgeon then decided to do surgery because the gallbladder was stuck to the cecum. The surgeon decided to do a cecectomy but when the stapler failed the surgeon extended the procedure to a right hemicolectomy.